Manufacturer narrative:
Covidien reference: (B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer to replace the graphic user interface (gui) printed circuit board (pcb), light emitting diode (led) liquid crystal display (lcd) panel and direct current (dc) inverter. Covidien, now medtronic, was not authorized to service the ventilator.

Event description:
It was reported that the ventilator's display is blank. The ventilator is not on a patient at the time of the event.